Event description:
The patient was in the emergency department for altered mental status. Venous blood gases were run twice on this patient. The device was in the "green light" status. The first sample taken did not have a ph result, so a two point calibration was done and the sample was run again, the results were ph: 6.819, pco2: 58.1, po2: 59.2, chco3: 6.5, cbase: -26.1. The results were reported to the physician as critical, but per the physician, this was not consistent with the patient's clinical presentation. An hour later, a second sample was obtained and run with device in "green light" status and no ph value was given. A second two point calibration was done, the sample was run again with results of ph: 6.659, pco2: 47.8, po2: 41.6, chco3: 4.1, cbase: -31.6. These results were reported to the physician as critical, and again this did not match the patient's clinical presentation. Bicarb was considered, but was not given. An abg was drawn and run on a different machine and the results were within normal limits. There was no patient harm. Coincidentally, the machine's power supply blew and the machine became inoperable. After the power supply was replaced and the machine tested, it was determined that there was a dried blood clot in the analyzer. This was removed and the machine functioned properly. The facility is currently assessing a new syringe that will mix samples better to prevent clotting.